Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found a considerable amount of dust in the endoscope controller socket. The fse cleaned it out with alcohol pads. A random endoscope was then tested and it worked perfectly. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure that errors occurred when connecting the endoscope to the vision side cart (vsc). The customer tried another endoscope and the same issue occurred. The reported issue was also reported on 17-oct. The system logs showed one of the endoscopes used in this procedure was also used on 17-oct. The customer converted the procedure to another vision side cart (vsc). There were no reports of patient injury.